Event description:
Customer called lfs on 09/19/2002 alleging their fasttake meter would not power on. The issue was unresolved with troubleshooting. On the day of the incident (date unk), the customer felt faint, sweaty, and thirsty. Pt attempted to use their meter but it would not power on. Pt stated they took their insulin based on feelings and when pt did not feel better they went to the ER. At the hospital they tested pt on the ER's meter and obtained a reading of 336 mg/dl. Pt was treated with insulin and IV fluids. Pt was admitted for high blood sugar and high blood pressure. No further info was reported. The meter has been replaced for the customer.